Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 21244983.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief. The explanted device components will not be returned as it was kept by the facility.